Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose of 465mg/dl for almost a month. The customer's most recent glucose reading was 300mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. Reviewed the programming on the insulin pump and found that the daily totals were high on three days because the customer was giving corrections bolus for her high glucose. Ran a fixed prime and the test passed. Performed a high pressure test twice and the insulin pump failed the tests. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.